Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024 at 2:00am, it was reported that the patient was unconscious. The reporter provided the patient 8oz of orange juice and he patient regained consciosness. Afterwards, a bg finger stick was taken and it was 144 mg/dl while the cgm was 214 mg/dl. It was reported that a finger stick reading was not taken while the patient was unconscious but the reporter thinks the patient would have been around 35-40 mg/dl. It is unknown what the cgm was displaying while the patient was unconscious. They calibrated the cgm and the cgm values were reportedly back to normal range. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient was unconscious. The reported glucose values fall within the b zone of the parkes error grid afer treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.